Event description:
Canopy ring fell on pt before c-section striking pt in abdomen. There was no report of injury, the procedure had not started at the time of the event.

Manufacturer narrative:
Canopy ring fell on pt before c-section striking pt in abdomen. The two silver hex screws that hold the ring together were stripped out. Tech tried to replace w/a new ring and stripped it out also. Tech was able to secure the canopy ring with another one to complete the repair. The original canopy was in place for over a year without any problem. It is unk why the canopy dislodged. According to the steris tech, the hospital has not opened the canopy since it was installed. The exact cause of the canopy falling is unclear, it may have been due to an object striking and loosening the canopy. There was no report of injury, the procedure had not started at the time of the event.